Event description:
Following an implant procedure, a loss of capture was observed on the right ventricular (rv) lead. X-ray imaging was performed and found that the rv lead had caused a cardiac perforation. The rv lead was explanted and replaced and the perforation was successfully sewn closed. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Perforation/ tamponade is a potential complication associated with transvenous leads/catheters. It is included in the list of potential complications given in the instructions for use. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.